Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump had damaged. Customer blood glucose level was unknown at the time of incident. Customer also stated that the reservoir compartment was crack. The device will be returned for analysis.